Event description:
This patient offered no complaints pre treatment. Us 98.2 - 80 - 190/70 sitting 182/70 standing. 2 hours into the treatment the patient complained of mid-sternal chest pain. Blood fl0w was turned down to 300cc. Ntg taken x 1 without relief. Bp 134/80. 2nd ntg taken without relief. Bp 140/70 pulse 76. Blood returned to pt per dr's order. 3rd ntg taken with some relief. Pre hct 33.2 EKG taken with no changes noted from previous EKG per doector. Dialysis discontinued and blood was returned to the patient. No rinks or bends were seen in the lines.the patient was sent to the hospital cardiac unit.the doctor later called the unit and stated that the patient's blood was hemoloyzed. His hematocrit dropped (? Number) and he received 2 units of blood.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.